Event description:
Event description guidant received information that this patient with a transvenous defibrillation lead had received innapropriate shocks. When the lead was removed from service they noted the lead was fractured.